Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative cleaned the host to address the reported event. As a preventative measure (pm), the company service representative also reinstalled the software. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the host needing to be cleaned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system powered off between first and second surgery. The system was rebooted with resolve, however an alternate system was used to complete the procedure. There was no patient involvement.